Event description:
The pt was implanted with a monarc sling system on (B)(6) 2010. It was reported the pt experienced pain and suffering, emotional and mental distress, bleeding, vaginal discharge, infection, inflammation, disability, impairment, and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.